Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens but the lens tore. There was no pt contact or injury.

Manufacturer narrative:
No lens returned in lens box.